Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury; shaft separation has previously caused or contributed to patient injury. Device issue: balloon rupture/shaft separation. It was reported that the lesion was in the mid rca with stenosis acute stemu inferior. Another company's catheter was used first in the calcified lesion. A vision stent was deployed in the mid rca and inflated to 10 atm. On the second inflation, the balloon ruptured at 10 atm. The balloon was pulled out; however, became stuck on the guiding catheter. The whole system was then removed through the right radial sheath. Difficulty was experienced when removing the system through the sheath; therefore, an attempt was made to pull out the system and the balloon came out in two parts. As a result, the femoral artery was cannulated [a new sheath had to be introduced] to complete he procedure. No additional event or patient information is available.